Event description:
Technician alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
The technician found the brake casters were out of adjustment. The technician adjusted the brake and brake steer casters to resolve the issue.